Event description:
This customer reported that while using the m3713a defib pads with an AED device, there were connect pads messages and a failure to discharge.

Manufacturer narrative:
(B)(4). This customer reported that while using the m3713a defib pads with an AED device, there were connect pads messages and a failure to discharge. This report investigates the m3713a defib pads. There was no report of any negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.